Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary:- it was reported to medtronic minimed that the customer experienced pump depleting the battery very fast. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and the insulin delivery has stopped due to low power. No harm requiring medical intervention was reported. Product mmt-1880 was returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Retainer ring = black. Insulin pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0869 inches. No over delivery anomaly or under delivery anomaly noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No replace battery alert or replace battery now alarm noted in the pump diagnostic trace file. Insulin pump had high sleep current measurement and unexpected low battery alarm. Measured voltages across q1 motor vcc found to be within specs. Insulin pump had high sleep current measurement, and unexpected low battery alarm in the pump diagnostic trace file, fault at u5 at pcba2 was identified using stb5. History download was successful using thus and carelink upload was successful. Insulin pump had minor scratched display window and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was going through batteries every three days. Customer also reported that the insulin pump showed replace battery alert. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.